Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia) and oversensing associated with the rv lead. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered for oversensing with elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia. The lead also exhibited high pacing impedance and a lead fracture was also confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and it was noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo. A right ventricular lead integrity alert triggered and oversensing was also associated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.